Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Hazard mapped under foreign matter and/or other listed hazards (contaminated) in applicable file #¿s : (B)(4). Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that prior to use foreign matter was discovered with an unspecified bd pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, the patient was admitted to our hospital with diabetes. When the nurse followed the doctor's advice to inject insulin to the patient, she found a foreign body on the insulin needle, which could not be used and replaced immediately. No adverse effects were caused to the patients.